Event description:
It was reported that around (B)(6) 2015, the patient underwent oblique lumbar interbody fusion including pps for lumbar canal stenosis. Postoperatively, a swell developed in the lower abdomen of the patient, but no pain and numbness were reported. This might have been caused by stimulating subcostal nerves during the olif surgery. The surgeon might contact subcostal nerves during open or retractor placement

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.